Event description:
Boston scientific received information that this patient implanted with this pulse generator (pg) had an infection as well as fluid in the pocket. The device was explanted and will not be returned. The leads remain implanted and are competitor leads.

Manufacturer narrative:
Should additional information become available, this event will be updated.